Event description:
It was reported that patient underwent ankle procedure utilizing ziptight ankle syndesmosis fixation devices on (B)(6) 2011. During the procedure, after the surgeon passed the implant through the joint space, the suture broke before the device was fully fixated. The surgeon attempted to use another fixation device with the same result. The procedure was completed utilizing competitor product. There was no injury to the patient or significant delay to the procedure.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA. This report filed february 14, 2011.